Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Caller states coumadin dose changes weekly based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Boston scientific crm received info that this dextrus right ventricular (rv) lead dislodged. In a revision procedure the lead was successfully repositioned. No additional info is available at this time. If additional info becomes available, this report will be updated.